Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump turned off without an alert during a continuous dopamine infusion. At the time of the event, the patient was desaturating and then the "bp began to drift". The nurse restarted the infusion. There was no report of patient harm. Although requested, the customer provided no additional event information.

Manufacturer narrative:
Concomitant medical products: 50ml bd syringe; therapy date (B)(6) 2015. Although the logs indicate that a "channel disconnected" event occurred during a dopamine infusion, the customer¿s report of the device failing to alert was not confirmed. The pcu event log shows that at 8:56 am on (B)(6) 2015 a "channel disconnected" alarm occurred and seconds later the device was recognized again as channel a, suggesting a temporary loss of communication. Approximately 30 seconds later, the confirm soft key was pressed. The device was left in the idle state until the previous infusion was restored at 9:48 am. The device infused an additional 0.0821ml before it was channeled off at approximately 10:05 am and removed from the system. Visual inspection of the iui¿s on the returned syringe module and pcu found them to be in good condition with no issues noted. The root cause of the reported dopamine infusion turning off without an alert was not identified.